Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 24-july-2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.